Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 49 mg/dl. Suspected cause was due to having a basal rate that needed adjusting. Reportedly, the customer had been using humalin u500 insulin within the pump supplies. Tandem technical support informed customer that humalin u500 insulin is off label per the user guide. Customer updated their pump settings to address the event. Customer declined to further troubleshoot with tandem technical support, therefore no additional information could be obtained.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per tandem user guide: do not use any other insulin with your system other than u-100 humalog or u-100 novolog. H3 other text : device not returned.